Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on initial inflation. The lesion being treated was a 99% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician felt resistance at the time of insertion of this catheter. A goodman introducer sheath, a powersoft 0.014 guidewire, and a 6frmach1 guide catheter were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.